Event description:
The manufacturer received information alleging a ventilator malfunctioned while use and the patient had to be taken to a hospital. The patient recovered. The ventilator was returned to the manufacturer for evaluation. The ventilator passed all testing during the evaluation and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The manufacturer concludes the ventilator did not cause or contribute to the reported event.